Event description:
It was reported that the patient experienced urethral erosion with an artificial urinary sphincter (aus) leading to an explant surgery. It was noted that there were no device issues with the explanted device. Approximately five months later, a reimplant procedure was performed in which a new aus was implanted. It was indicated that the new cuff was positioned transcorporally. There were no complications encountered during the latest surgery and the patient fully recovered following the intervention.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms can not be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptom of erosion is a known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced urethral erosion with an artificial urinary sphincter (aus) leading to an explant surgery. It was noted that there were no device issues with the explanted device. Approximately five months later, a reimplant procedure was performed in which a new aus was implanted. It was indicated that the new cuff was positioned transcorporally. There were no complications encountered during the latest surgery and the patient fully recovered following the intervention.